Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
Additional information was received on nov 15, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside the iso (international organization for standardization) port, pca (printed circuit assembly), side panel, blower cap, right side assembly, blower, blower housing, air inlet seal, and bottom enclosure. The manufacturer observed black hairlike contaminant on the blower cap, right side assembly, and bottom enclosure and observed thermal failure to the j9. The manufacturer observed a burn mark on the inside of the top cover from the j9 thermal failure. Evidence of sound abatement foam degradation/breakdown was not observed the manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of particles in airway from device likely from outside source. Sections d9, h2, h3 and h6 has been updated in this report.